Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 507 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The pod was reported to be leaking, and upon removal of the pod, the cannula was found to be bent. As treatment, gave an insulin injection, then placed a new pod.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The data contained no timeouts, drive stalls, or hazard alarms, indicating there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The exposed portion of the soft cannula was observed to be flattened. It is unknown when or how this damage occurred. No tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear.